Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed internal leakage test during pre-use check. The nozzle unit of o2 gas module was found defective. The conclusion is that the nozzle unit of the o2 gas module need to be replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No device logs were received and the replaced nozzle unit was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).